Manufacturer narrative:
Concomitant products: product ID 977a160, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The consumer reported that for the two weeks prior to this report the patient had had a burning sensation where her implantable neurostimulator (ins) and leads were located. It was stated that the patient had charged her ins on the day prior to this report and it had taken 2.5 hours for the ins to charge. Relevant medical history included spinal pain.